Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that prior to a posterior lumbar interbody fusion (plif) procedure at l4/l5 on (B)(6) 2018, it was noted that the long holding sleeve for matrix was broken at the tip. Issue was discovered prior to use and was not used on the patient. This report is for one (1) long holding sleeve for matrix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part # 03.632.036 , synthes lot # 7492386 , supplier lot # 7492386 , release to warehouse date: 20 dec 2013 , supplier: avalign technologies - nemcomed . The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: broken . Visual inspection: visual inspection performed on the returned matrix long holding sleeve at us cq observed breakage at its extreme distal threads. The breakage pattern was observed oblique across extreme distal threads with few thread profile portions still retained at the broken tip. A few broken thread portions were not returned. No further issues were noted except for the signs of minimal wear which will not affect the product functionality. The received condition agrees with the complaint description. The complaint was confirmed. Dimensional inspection: dimensional inspection at exact breakage was not able to be performed due to the breakage pattern noted. However, the diameter of the threads proximal to broken thread portions measured as 6.485 mm (om147) that falls within the specification of 6.41 mm to 6.50 mm per drawing and per tolerance specified in iso 724. Document/specification review the following drawing(s) was reviewed; retaining sleeve: inner sleeve: no design or manufacturing defect or deficiency was observed during the investigation. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Material/hardness review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as drop forces during handling/processing which could have contributed to complaint condition. During investigation no design or manufacture discrepancies of the returned device were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Incident occurred before use on patient (this was noted before use)- no patient involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. DHR review could not be conducted due the insufficient information¿s. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.